Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that following an ablation procedure, a patient experienced a persistent suboccipital bloody wound infection. This necessitated a wound washout. The culture tested positive for staphylococcus aureus. There were no further patient complications reported in relation to this event.